Manufacturer narrative:
Product was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. No patient information was provided. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: the catheter and thruway guidewire were found to be stuck during use, so the catheter and guidewire were removed and another catheter was used for treatment. Introducer sheath used: yes - able to use the device. Guidewire used: yes - able to use the device. Guide catheter used: yes - able to use the device. Balloon catheter used: yes - able to use the device. Stent used: none inflation device used: yes - able to use the device. Micro catheter: none. Presence of shaping? None . Additional information received december 9, 2022: complaint summary: it was reported that the catheter was entrapped on the guidewire. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During use, the jetstream became entrapped on a thruway guidewire. The procedure was completed with a new device that was the same model. There were no patient complications.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each 300-014 gw, short taper; returned coiled, loose, and double bagged in "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented extensive kink/bend damage of varying severity and frequency scattered over the length of the device. The specimen also presented several regions of ptfe coating damage and removal. The damage presented appeared consistent with manipulation of the device against resistance. The event description did not mention any kink/bend or coating damage; as such, it may have been incurred during post-event handling while attempting to separate the thruway wire from the jetstream catheter. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.